Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured from march 16, 2015 - march 17, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This occurred during infusion. The device was filled with 4400mg of fluorouracil and 8ml of sodium chloride to a total volume of 88ml. The drug solution and blood leaked onto the patient's skin. There was no patient involvement. No additional information is available.